Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that nmg450131h was included as implanted after its use before date. Implant date: (B)(6) 2026. Use before date: 11/28/2024. Began processing on (B)(6) 2026 and am currently researching whether (B)(6) was implanted after use before date or if information was provided in error. Follow-up will be provided upon research completion

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.